Event description:
Caller reports that pt 1 obtained a result of 5.3 inr on device uf0218631 and 3.7 inr on device uf0218623 while a comparison lab returned as 3.7 inr caller reports that a 2nd pt tested 4.9 inr on device uf0218631 wheel a comparison lab returned as 3.4 inr. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.